Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of one-link non-dehp standard bore catheter extension sets disconnected. The event was further reported as valves were ¿popping off the hubs¿ of the IV¿s when CT contrast is injected via power injectors during CT (computerized tomography) procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous h10 section: remove "baxter healthcare - aibonito rd 721 km 0 3 po box 1389, aibonito 00705 puerto rico". Lot # reported was manufactured at cartago. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.